Event description:
It was reported that during an open gastrectomy, the handpiece was unable to seal. There was a sealing completion sound, but there was no sign of energy supply. There was no re-grasp alarm or error. The jaw area was cleaned every time it got dirty. Another handpiece was used with the same generator and it worked fine. There was no bleeding and there was no patient injury.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.